Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc concluded that the reported phenomenon (no image) occurred temporarily due to the breakage of the camera cable due to the user handling. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the endoscopic image disappeared as reported when the camera cable was flexed near the main body of the subject device, and also found that some electrical wires in the camera cable had broken. (B)(4)surmised that the reported image issue was caused by the breakage of the camera cable. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that at the beginning of a nasendoscopy with the subject device at the user facility, it was found that the endoscopic image of the subject device was not displayed on the monitor. Then, when the subject device and video adapter were readjusted, this issue was solved, but after a while the issue recurred (the image disappeared). The user facility replaced the subject device to a similar device and completed the procedure within ten to fifteen minutes delays without any clinical relevance. There was no report of patient injury associated with this event.